Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 270 mg/dl. The customer states he has a bluish tinge on the top corners of the pump display. The customer also states that he had a seizure a week ago and may have been bumped. Troubleshooting was performed for partial display and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test and self-test. Insulin pump was tested and inspected with no missing segments/partial display or display anomaly noted. Insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.